Manufacturer narrative:
Tavi was performed.

Event description:
A patient received a perceval sutureless aortic heart valve pvs25/l and 2 CABG in 2017. The perceval valve has degenerated (aortic narrowing, hyper clear calcifications on the leaflets, gradient at 40mmhg). On (B)(6) 2022, the patient underwent a tavi procedure. After sizing on a CT scan, a sapien 26 valve was selected for implant. Just after the good deployment of the tavi the heart stopped, and there was no saturation, no flow. In spite of the training catheter, the heart did not start again, and the drugs sent did not arrive either, since there was no blood circulation. A decision was made to massage the patient until the heart started again. The heart finally started, and then the vitals were good. The patient recovered and had a good outcome, and was discharged on (B)(6) 2022.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model # icv1210, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a model # icv1210 perceval heart valve at the time of manufacture and release. Based on the limited information available, it is not possible to establish a definitive root cause for the reported event. As reported in the scientific literature, structural valve deterioration is the major cause of failure of bioprosthetic heart valves. It is possible that the patient¿s clinical history and risk factors (arterial hypertension, diabets, dyslipidemia, obesity) may have contributed to the structural valve deterioration observed in this valve. It should be noted that structural valve deterioration is listed as a possible adverse event in the perceval valve IFU. The event is, therefore, a known inherent risk of the device. Should further information be received in the future, a follow up report will be provided.